Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('coils will eventually migrated') in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (3 vaginal deliveries). Concurrent conditions included blood pressure high since 2015, anxiety since 2015, abdominal pain lower, adenomyosis and paratubal cyst. Concomitant products included diphenhydramine citrate;ibuprofen (motrin pm) since 2004, duloxetine since 2015 and metoprolol since 2015. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rashes or skin conditions type: itchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain"), back pain ("lower back pain") and amenorrhoea ("stopped having periods about 2 years ago"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, pruritus, dysmenorrhoea, fatigue, alopecia, vulvovaginal pain, pain in extremity, back pain and amenorrhoea outcome was unknown. The reporter considered alopecia, amenorrhoea, back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports most , if not all symptoms decreased after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. The following information was received from social media coils will eventually migrated, stopped having periods about 2 years ago. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('coils will eventually migrated') in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (3 vaginal deliveries). Concurrent conditions included blood pressure high since 2015, anxiety since 2015, abdominal pain lower, adenomyosis and paratubal cyst. Concomitant products included diphenhydramine citrate;ibuprofen (motrin pm) since 2004, duloxetine since 2015 and metoprolol since 2015. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rashes or skin conditions type: itchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain"), back pain ("lower back pain") and amenorrhoea ("stopped having periods about 2 years ago"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, pruritus, dysmenorrhoea, fatigue, alopecia, vulvovaginal pain, pain in extremity, back pain and amenorrhoea outcome was unknown. The reporter considered alopecia, amenorrhoea, back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports most , if not all symptoms decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. The following information was received from social media coils will eventually migrated, stopped having periods about 2 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- coils will eventually migrated, stopped having periods about 2 years ago. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (3 vaginal deliveries). Concurrent conditions included blood pressure high since 2015, anxiety since 2015, abdominal pain lower, adenomyosis and paratubal cyst. Concomitant products included diphenhydramine citrate;ibuprofen (motrin pm) since 2004, duloxetine since 2015 and metoprolol since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rashes or skin conditions type: itchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pruritus, dysmenorrhoea, fatigue, alopecia, vulvovaginal pain, pain in extremity and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports most , if not all symptoms decreased after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2015 and anxiety since 2015. Concomitant products included diphenhydramine citrate; ibuprofen (motrin pm) since 2004, duloxetine since 2015 and metoprolol since 2015. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("rashes or skin conditions type: itchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pruritus, dysmenorrhoea, fatigue, alopecia, vulvovaginal pain, pain in extremity and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports most , if not all symptoms decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received- previously reported event ¿injury to herself¿ updated to ¿pelvic pain¿, events- ¿abnormal bleeding (vaginal), menorrhagia, rashes or skin conditions type: itchy skin, dysmenorrhea (cramping), fatigue, hair loss, vaginal pain, leg pain, back pain.¿ reporter, lot number, reporter, concomitant drug, lab data, medial history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.